Event description:
The hospital reported that during preparation for a three coronary artery bypass graft surgery, three heartstring seals cracked while loading the seals into the delivery tube. The surgeon used replacement heartstring seals to complete the anastomses. No patient complications were reported by the hospital.